Event description:
This communication is to inform you that edwards received a customer experience regarding a bioprosthetic surgical heart valve. The reported experience is provided below. Through investigation, it was identified that this device was not manufactured or imported by edwards. The source documentation provided below indicates the device in question is a medtronic 29mm freestyle aortic valve. A procedure report was provided by the health care provider and includes the following: date of service: 2005 implanted and disabled on (B)(6) 2015 via transcatheter valve - in?valve intervention due to severe bioprosthetic aortic insufficiency. Operative note on (B)(6) 2015: "history of present illness: he underwent surgical aortic valve replacement in 2005, at (B)(6) center with a 29mm freestyle aortic root along with a 24mm hemashield. This was complicated by post - pericardiotomy syndrome requiring pericardiocentesis. He has done well until past month when he has developed progressive dyspnea on exertion." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).